Manufacturer narrative:
A severed/cut portion of the lead has been returned. This report will be updated upon completion of analysis.

Manufacturer narrative:
The proximal only segment of the lead was returned severed approximately 20 centimeters (cm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Detailed analysis noted the presence of set screw marks on the lead terminal pin, separation at the terminal assembly, grasping tool marks on the distal area of the terminal ring, torn insulation and stretched coils, and the front seal rings were slightly folded back. Laboratory analysis noted no air bubbles or voids in the adhesive at the separation site and suspected that the lead may have been stuck in the device header.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, damage was noted to the terminal end of this right ventricular (rv) lead. An adapter was placed on the lead and connected to the replacement device. Approximately one month later, the patient complained of bulkiness in the device pocket. An additional procedure was performed. Upon removal of the lead from the adapter, the lead unraveled and was surgically abandoned and replaced. No additional adverse patient effects were reported.